Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article: "two birds with one stone: transcatheter valve-in-valve treatment of a failed surgical bioprosthesis with concomitant severe stenosis and paravalvular leak" authors a. Markus kasel et al, the following event was identified as pertaining to an edwards device: an (B)(6) year old male patient with a 21mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 15 years due to structural valve degeneration leading to severe stenosis [mean gradient: 37 mmhg, effective orifice area (eoa): 0.75 cm2, indexed eoa: 0.40 cm2/bsa] and severe paravalvular lead due to a partial detachment in the region of the non- and right-coronary sinuses observed on echocardiography. The patient was admitted in hospital with left ventricular failure. Due to advanced patient age, previous thoracotomy, chronic obstructive pulmonary disease, and a logistic euroscore of 24.0%, the heart-team consensus was to attempt a percutaneous treatment of the failed bioprosthesis. A 26-mm transcatheter valve was implanted within the edwards valve bioprosthesis. The patient had an uncomplicated recovery and was discharged on the second post-procedural day.